Event description:
It was reported that during an attempt to place an endovascular stent graft in pseudo aneurysm in an a-v graft, the sheath could not be retracted and, therefore, the stent graft could not be deployed. After several unsuccessful attempts to deploy the stent graft, the entire device ce was removed and another stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anwk0582 to date for deployment issue. The investigation is confirmed for partial deployment based on the condition of the returned sample. The stent graft was returned partially deployed and the outer sheath was elongated at the catheter reinforcement area. The stent graft could not be released during functional testing. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event.